Event description:
It was reported that the patient underwent a gynecological procedure and the pelvicol acellular collagen matrix and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted due to sui. It was reported that the patient underwent bladder neck suspension (pubovaginal sling with pelvicol graft) on (B)(6) 2012, due to sui. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that the patient underwent botox injection of overactive bladder on (B)(6) 2014. No additional information was provided.